Event description:
This report is being filed upon notification from our mr MFR in (B) (4), the (B) (4) to submit this event that happened in (B) (6), (B) (6). Problem: the pt had a mr exam. The pt was scanned with the sense torso xl coil. The next day, the pt was found to have a second degree burn with a 1 cm x 2 cm blister on the pt's hand.

Manufacturer narrative:
Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.